Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son stated that the customer was hospitalized for high blood glucose levels with a reading of 438 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer's son didn't have the tubing clamp for the high pressure test. The customer's son also stated that the blood glucose levels were caused by urinary tract infection. Nothing further was reported.